Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device was continuously activating.

Event description:
It was reported that the device was continuously activating.

Manufacturer narrative:
Alleged failure: it kept power out even the power button/footswitch was not activated. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be probe short (fluid ingress). A broken/damaged bond of the polyimide and suction tubing causing a leak to the pcb can lead to a short circuit. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.